Event description:
An altitude alarm was reported for the pump, which led to the suspension of the customer's insulin. There was no adverse impact on the customer's blood glucose level. Customer was advised to remove obstruction from speaker holes, clean them with a soft brush and lint-free cloth, and follow up after purchasing cleaning materials. Meanwhile, customer obtained backup insulin for multiple daily injections.